Event description:
It was reported that patient's left scorpio knee was revised due to pain and a loose tibia which was discovered on pre op revision x-ray.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event of scorpio tibial baseplate loosening was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: all records were reviewed by a consulting clinician who indicated, "there is no evidence that the revision for a loose tibial component thirteen years post implantation was due to factors of faulty component design, manufacturing or materials.¿ device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because limited patient information was provided and the devices were not returned for investigation. However the medical records that were provided were reviewed by a consulting clinician who indicated, ¿there is no evidence that the revision for a loose tibial component thirteen years post implantation was due to factors of faulty component design, manufacturing or materials.¿ no further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient's left scorpio knee was revised due to pain and a loose tibia which was discovered on pre op revision x-ray.